Event description:
A physician reported that a pt was treated with focalseal-l during a lung volume reduction surgery (lvrs) procedure (date unavailable). The pt expired some time after the surgery (date unavailable). No further details were provided. No further info is anticipated. Although the reporting physician has assessed this event as unrelated to the use of the product, genzyme corp has decided to report this event due to the seriousness of the outcome.